Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient experienced a ventricular tachycardia (vt) storm. The first shock from the implantable cardioverter defibrillator (ICD) converted the arrhythmia, however the next seven shocks did not convert. Therapy was exhausted and the patient was externally defibrillated. The external defibrillation converted the arrhythmia and the patient experienced no adverse effects. It was further noted the ICD and right ventricular (rv) lead exhibited high out of range shock impedance measurements and noise. Subsequently a revision procedure was performed where the ICD was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported that the patient experienced a ventricular tachycardia (vt) storm. The first shock from the implantable cardioverter defibrillator (ICD) converted the arrhythmia, however the next seven shocks did not convert. Therapy was exhausted and the patient was externally defibrillated. The external defibrillation converted the arrhythmia and the patient experienced no adverse effects. It was further noted the ICD and right ventricular (rv) lead exhibited high out of range shock impedance measurements and noise. Subsequently a revision procedure was performed where the ICD was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.